Event description:
On (B)(6) 2013 a male pt went in for an aaa repair. The zenith flex with spiral-z technology aaa endovascular graft iliac leg package was opened and it was noted that the side port of the sheath was broken off and in the 2nd package. The physician continued with the procedure successfully implanting the graft utilizing the provided sheath. The main body sheath was then inadvertently pulled out of the pt and the pt experienced approximately 700 to 800 cc of blood loss. The pt was give approximately 250 of his own blood. No add'l harm was noted to the pt. The pt did not required any add'l procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effect due to this occurrence.

Manufacturer narrative:
(B)(4) - blood loss is labeled in the IFU. (B)(4) - side port breakage is not labeled in the IFU. Event evaluation: still under investigation.